Event description:
Customer reported that they did not wake up one night and the paramedics were called. It was noted that the customers veins were torn up and had blood clots. Customer was kept in the hospital for three days and the customer stated that his blood glucose readings went down. Customer also mentioned receiving a motor error alarm last (B)(6). Customer stated that he ignored the alarm and noticed that the motor was not working and he was having low blood glucose readings. Customer was unsure about the cause of the low readings. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.